Manufacturer narrative:
User was at a casino and alleges the caster's tire fell off their chair. If the time came off the rim of the caster, the chair would continue to support the user but would prevent use of product. The chair has been in use for 3 years with no issue. Tires are wear items and require periodic inspection and replacement. Maintenance history of the device is unknown. It is also unknown if the device was owned by the user or was part of a pool owned by the facility. Product has not been returned for evaluation. As such, it is unknown if a malfunction actually occurred or if other factors such as misuse, abuse or lack of routine maintenance caused this incident. MDR filed as a conservative measure and is based on the alleged medical intervention at the facility, however, serious injury has not been established.

Event description:
The consumer was leaving the casino when the right front tire allegedly fell off of her wheelchair, causing her to fall to the ground. An ambulance and fire department came to the scene, but no specific injury has been alleged at this time.